Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been 4 years since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, the reason for the foreign material in the nozzle could not be determined. The event can be detected/prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reported issue was confirmed. The nozzle was clogged due to foreign material stuck inside likely due to insufficient cleaning. Additionally, the scope connector had dents on the gold pins. The light guide tube had minor buckling. The light guide lens had black residue inside the lens. The objective lens had tiny chip. And plastic distal end cover had dents. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the evis exera iii gastrointestinal videoscope air flow is not noticeable when distal tip is under sterile water for air bubbles. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle has foreign material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.